Event description:
According to the reporter, during a coronary artery bypass graft surgery, the surgeon was able to squeeze the handle of the 2 devices, there were issues experienced with the loading or firing of the clips. The jaws closed but no clips were applied. A single clip reusable clip applier was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.